Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal. The patient had a catheter complication. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.